Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter was returned with a stent device stuck inside. The stent sdw (stent delivery wire) was advanced with severe friction. The stent was removed during investigation. The catheter was intact. During a functional inspection, the catheter was flushed, and a 0.0158" patency mandrel was advanced through the microcatheter. Severe friction was noted approximately 50 cm from the hub. The catheter shaft was then cut, revealing what appeared to be (ptfe) polytetrafluoroethylene inner lining peeling. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. It was reported that during a left ica oa (internal carotid artery ostium) wide-neck aneurysm case. Width:4.75mm; depth:5.11mm; width of neck:4.12mm. The operator used stryker guidewire to bring the microcatheter to left mca (middle cerebral artery) and then chose to deliver a stent. Flushed and delivered the stent and resistance was encountered when delivered stent in the microcatheter. After several tries the stent withdrew the microcatheter and the stent out together and used other product to finish the procedure. The device was returned for analysis, and it was noted that the catheter shaft was intact. The catheter was flushed, and a 0.0158" patency mandrel was advanced through the microcatheter. Severe friction was noted approximately 50 cm from the hub. The catheter shaft was cut, revealing what appeared to be ptfe inner lining peeling. Based on a review of all available information and the analysis of the returned device it is probable that the ptfe inner layer was damaged when resistance was felt advancing the stent during the procedure. There may have been friction due to some procedural factors during use. The as reported/as analyzed 'catheter shaft friction' as well as the analyzed 'catheter ptfe inner lining peeling' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The catheter (subject device) was returned for analysis and the catheter shaft was cut, revealing what appeared to be (ptfe) polytetrafluoroethylene inner lining peeling. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.